Event description:
It was reported that right atrial (ra) lead exhibited high out of range pacing impedance measurements, exceeding 2000 ohms. Additionally, technical services (ts) stated that inappropriate atrial tachy response (atr) episodes were found as a result of over-sensing. No adverse patient effects were reported. This ra lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).